Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with inconsistent glucose readings prompting education provided on risk mitigation. Symptoms included low blood glucose, drowsiness, and shaking. Outcomes included administration of glucagon and completion of troubleshooting and education. Investigation included a review of device use and user-reported blood glucose information. Investigation of this case revealed an unclear cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with no confirmed device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.